Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of device or native vessel.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. During the procedure, after the trunk ipsilateral leg endoprosthesis was implanted, the aortic extender component was reportedly deployed below the right renal artery. It was reported the device moved proximally upon deployment (distance unknown), partially covering the right renal artery. Adequate blood flow into the right renal artery was confirmed and no additional treatment was performed for the partial renal artery coverage. Another aortic extender component was implanted to extend the overlap length with the trunk ipsilateral leg endoprosthesis. The procedure was completed without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code 3221 - the device remains implanted and, therefore, was not available to gore for direct analysis. It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of device or native vessel.¿